Event description:
It was reported that that the drain bag worked the first couple nights and then created a vacuum and stopped draining. The patient reportedly washes the bag and reuses it.

Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. A potential root cause for this failure could be, "vent blocked creating vacuum in bag.¿ the lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the drain bag works the first couple nights and then created a vacuum and stopped draining. The patient reportedly washes the bag and reuses it.